Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the patient presented to the emergency department as an alert tone lead impedance warning was triggered on the right ventricular (rv) lead. It was determined that the rv coil was fractured which resulted in high rv coil impedances. It was noted that high impedance on rv coil was reproducible with isometrics. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.